Event description:
Philips received a complaint by the customer on the v60 indicating that the devices battery has an issue after update. It was reported there was no patient involvement at the time the issue was discovered, as it was during setup. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that after field correction order power management printed circuit board assembly replacement was performed the unit gives a battery alarm on screen during setup, the customer verified that the battery is not philips brand and request's part info to order philips brand battery to replace and correct issue. The rse provided battery part info and customer will order. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that after field correction order replacement was performed the unit gives a battery alarm on screen during setup, the customer verified that the battery is not philips brand and request's part info to order philips brand battery to replace and correct issue. The rse provided battery part info and customer will order. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time.